Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed, on posterior side assessed, as fold flow opening. Other-technical: unable to observe, as it is not related to the device. Additional observations: creases were observed, wear abrasion observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side "deflation". Healthcare professional, later reported, "particles in valve". Device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.